Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The field service engineer (fse) evaluated the device and verified the reported condition. The speaker assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specification. The ventilator was returned to customer for patient use. The speaker assembly was returned for evaluation. Visual inspection of the returned component revealed no signs of contamination or damage. The speaker assembly was installed to a test ventilator for evaluation. The reported condition was verified. The root was electrical open in the speaker created the primary alarm failure. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit declared a primary alarm failure. There was no patient involvement.